Manufacturer narrative:
The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella 5.5 support experienced bleeding from the right axillary site where the 5.5 was implanted. The patient was taken to cardiovascular operating room for axillary site revision. Surgeon found axillary artery and anastomosed graft all intact. Bleeding from surrounding tissue successfully stopped. No blood products were administered in relation to this event. The patient continued 5.5 support and was explanted as planned.